Event description:
Authorized distributor in (B)(6) reports an internal battery failure with a vivo 50 device. Replacing the faulty internal battery has solved the problem. Based on the information rec'd, the potential risk associated with the reported event is classified as critical since a depleted internal battery may cause the treatment to be terminated with a high priority alarm. Based on the information provided at this time, including unknown patient information, the event is considered reportable per 21 cfr part 803.3.

Manufacturer narrative:
Under european law, patient information is considered confidential and will not be released by the hospital.